Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with use of the adc device. The customer was contacted and reported receiving unspecified erratic readings sensor scan results and it was indicated that they self-treated with sugar but later went to the emergency room and received unspecified hcp treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and product line, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with use of the adc device. The customer was contacted and reported receiving unspecified erratic readings sensor scan results and it was indicated that they self-treated with sugar but later went to the emergency room and received unspecified hcp treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.